Event description:
The accounts engineer stated that the CPR cage disengaged from the head torque cage, inadvertently causing the head section to drop while a pt was in the bed. There no injuries.

Manufacturer narrative:
Technical support instructed the engineer to inspect the CPR clip engagement and make sure that it isn't bent and to also inspect the books in the CPR mechanism to be sure that they are engaging with the head torque cage properly. The account has not completed repairs.